Manufacturer narrative:
Information was received via journal article.

Event description:
It is reported via journal article that a fracture of the greater trochanter occurred intraoperatively and was treated with cerelage for one patient. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00061.